Event description:
Cna removing resident from tub after bath. Lifted resident with lift and removed legs from tub. While still in the raised position, the entire lift fell over landing on floor. Resident was belted in chair and hit back of head on floor when lift fell over. Mounting base of lift broke causing the fall.